Manufacturer narrative:
Image review: ten intraprocedural media files and three images were provided for review. The patient¿s executive summary was not available, which limited the ability to perform a comprehensive anatomical assessment. Fluoroscopic valve load inspection was performed and confirmed a good load. Valve depth just prior to the point of no recapture was approximately 2-3mm on the non-coronary cusp (ncc) in the cusp overlap view. Depth assessment in the lao view was not made available and depth on the left coronary cusp (lcc) is unknown. During the final stages of valve deployment, the valve immediately dislodged above the aortic annulus. The following angiogram shows the dislodged valve at the level of the sinuses of valsalva. Evidence suggests that the dislodged valve was snared and a non-medtronic valve was most likely implanted. Since depth on the lcc is unknown, it is not possible to validate that depth did not contribute to the dislodgement therefore this review is inconclusive. As stated in the instructions for use (IFU): potential risks associated with the implantation of the bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the medtronic guidewire did not cause or contribute to the dislodge.

Manufacturer narrative:
Continuation of d10: product ID: {d-evprop23-29}; product lot/serial number: {unknown}; product type: {0195-heart valves}; implant date: {n/a}; explant date: {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the transcatheter aortic valve dislodged into the ascending aorta after implantation. The valve was subsequently snared further into the ascending aorta and replaced with a non-medtronic valve. The physician indicated that no anatomical or physiological predictors for this outcome were identified.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty was performed using a 22 millimeter (mm) non-medtronic balloon. The deployment starting point was at the bottom of the pigtail catheter. Prior to valve dislodgment, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) were 3 mm. After valve dislodgement, the implant depth was 2 mm on the ncc and 3 mm on the lcc. Additionally, a medtronic guidewire was used during the procedure.